Event description:
It was reported that during an implant procedure, the lead was not implanted due to dislodgement or placement difficulty and patient anatomy. A tined lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).